Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up, it was stuck at 00:00. Review of the log file shows software protection service has stopped. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found that the software did not start up properly. To resolve the issue, the rse instructed the customer to reboot the system. After restarting the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.